Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was dilated with another company's balloon catheter, but the lesion was not fully dilated, so a voyager nc balloon catheter was used. However, the balloon ruptured at 12 atm during the 4th inflation. There was no problem observed during the previous inflations. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results and conclusion summation - balloon ruptures can be affected by numerous factors. No leaks were noted during preparation for use and the balloon was able to be pressurized three times without difficulty, suggesting that the balloon was not damaged prior to use. Furthermore, the lesion was mildly tortuous, moderately calcified and 90% stenosed, which likely contributed to the rupture. If the balloon experiences mechanical damage during the procedure, this can cause the balloon to weaken and rupture during an attempt to inflate the balloon. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.